Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user experienced a sudden onset hissing on the concerned left side with a loss of sound awareness 2-3 weeks ago. Further steps are currently unknown.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user_s hearing performance with the device is affected. The user experienced a sudden onset hissing with a loss of sound awareness.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further during explantation surgery several electrode contacts were found extra-cochlear likely due to a post operative migration. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device is affected. The user experienced a sudden onset hissing with a loss of sound awareness.